Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7201727, medical device expiration date: 2018-11-30, device manufacture date: 2017-07-20. Medical device lot #: medical device lot #: 7317935, medical device expiration date: 2019-03-31, device manufacture date: 2017-11-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd vacutainer® barricortm tubes there is an issue with the sample quality. The customer stated ¿after the recent incorporation of the barricor tube in the emergency department, the customer perceives a high percentage of incidences for samples with fibrin. The conditions of storage, centrifugation and extraction process has been checked, not finding anomalies. The nurse must remove the stopper and try to move the fibrin threads that lead to obstructions in the analysis machinery.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the severity and occurrence of the reported condition there will be no further actions. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Complaint data for this failure mode is monitored and trended on a routine basis. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.